Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, one striated opening, wear abrasion and stress marks. Based on the device analysis the final assessment is: a crease sharp edge broken in the side radius assessed as fold flaw opening. One striated opening in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.